Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead had high impedances. Surgical intervention was undertaken on (B)(6) 2023 wherein the lamitrode lead was explanted and replaced with a penta lead to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.